Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concern about the device's longevity estimate being quite low, considering the pacemaker was recently implanted. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.